Manufacturer narrative:
Occupation: non-healthcare professional. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H6 (device code): appropriate term/code not available (3191) for device perforation. H6 (device code): appropriate term/code not available (3191) for device tilt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right common femoral vein due to prior deep vein thrombosis (dvt). Patient is alleging device tilt, fracture and embedment, vena cava and organ (duodenum, vertebral body, paraspinous tissue). Patient notes and further alleges experiencing "chest and back pains, as well as anxiety, mental anguish and stress about the status of my filter and any related injuries". Additionally, patient notes and alleges worry, limited ambulation, shortness of breath and open filter retrieval (B)(6) 2018. Per the (B)(6) 2007 ivc filter placement: "a cook tulip filter system was then placed and the filter was deployed in an infrarenal location. The filter completely expanded and was in good location". Per the (B)(6) 2017 CT abdomen: "an ivc filter was identified in position. The superior tip of the filter is approximately 1.4 cm inferior to the most inferior renal vein. The tip of the ivc filter does not appear to be in contact with the wall of the ivc. The filter is tilted slightly to the patient's left or towards the midline. There appears to be perforation of the distal end of the filter components. The greatest perforation distance is approximately 9.4 mm. The next greatest is 7.4 mm then 7.0 mm and the 4th component does not completely perforate the wall. The anterior right component following perforation appears to be in contact with a loop of small bowel. The bowel does not appear to be actually perforated. There was no contact of the aorta. No other organs were involved. There was contact with the anterior margin of the lumbar spine however by the left posterior component. The right posterior component appears to be in contact with the right psoas muscle. A definite stenosis was not seen and the struts of the ivc filter failed to demonstrate definite significant bending".

Manufacturer narrative:
Additional information: the following field was updated per additional information received: h6. Investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Alleged events: vena cava perforation/organ perforation, tilt, fracture, embedment, chest/back pain, anxiety, mental anguish, stress, worry, limited ambulation and shortness of breath. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported chest/back pain, anxiety, mental anguish, stress, worry, limited ambulation, shortness of breath is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
No additional information provided at this time.